Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During ablation on the left atrium it was noticed that the patient had low blood pressure. After completing the ablations, the physician located a mild effusion. A pericardiocentesis was performed and drained around 30 ml of blood. The patient was kept for observation and was then successfully discharged from the hospital. The device is not expected to return for analysis.